Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 40-60 mg/dl at the time of the incident. Customer states his sensor has been reading below 40 mg/dl or below 60 mg/dl the whole day while his blood glucose was 100 mg/dl after eating a high carb meal. The customer was assisted with trouble shoot, found the sensor is not bent, insulin delivery was suspended due to sensor values. The suspended event was triggered at sensor glucose 52 mg/dl with blood glucose of 100 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.